Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient re-paired the transmitter with the smartphone and the devices were reconnected. At the time of contact, no injury or medical intervention was reported.